Manufacturer narrative:
A getinge field service engineer (fse) unable to replicate any failure. Fse says touchscreen responding as it should in the operating mode. Fse cleaned and re-calibrated touchscreen .no critical fault codes or electrical test failures recorded in the logs. Device passed all functional and safety tests per factory specifications. Unit returned to customer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touchscreen was not responding. It was on a patient being transported from ICU to cath lab when the unit's touchscreen became inoperable. Staff swapped units and proceeded successfully. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.